Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a green image. There was no report of patient harm.

Event description:
It was reported that the rigid video scope had a green image. There was no report of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be established. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.